Event description:
Pt had catheterization in 2003 with perclose. Was seen in outside facility ed twice for groin pain and bleeding. On second visit, transported emergently to user facility and diagnosed by ultrasound with a ruptured femoral pseudoaneurysm. Attempted repair was made of the pseudoaneurysm. At this point, leg is cool to touch and pt has an open wound. May require amputation.